Manufacturer narrative:
(B)(6) 2016 11:50 am (gmt-5:00) added by (B)(6) ((B)(4)): maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device (B)(4). A maquet field service technician evaluated the device in question and a damaged control board on the rfc (rotaflow console) was found. During the investigation of similar complaints damage on the digital isolator ic32 of the control board was found and it could be concluded that the digital isolator ic32 was destroyed through hotplug of the drive. "Hotplug" describes the disconnection of the drive, while the console is still turned on. According to the IFU (instructions for use): switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. Therefore it can be concluded that the instructions were not followed correctly, which led to the damage on the device. The defective control board was replaced and the system was successfully tested to manufacturer specifications.

Event description:
(B)(6) 2016 11:42 am (gmt-5:00) added by (B)(6) ((B)(4)): during maintenance it was noticed that with a rpm (rotations per minute) setting of 1000 the pump stopped and displayed the error message "head error". (B)(4).